Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the top of cutting tip broke and would not make cuts during an unspecified spinal surgery. It can no longer be used. No patient complications were reported